Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer passed out at healthcare providers office, was transported to the hospital and admitted. Blood glucose was approximately 800 mg/dl. Cause was not known; there was no notable issues with pump or supplies. Customer was treated with intravenous fluids and antibiotics. Customer was discharged on (B)(6) 2018. Reportedly, customer had a heart attack and as a result of the event, was receiving physical therapy to walk again. Customer's healthcare provider reverted customer to manual injections/dex for insulin therapy and the customer was doing well.

Manufacturer narrative:
During device investigation, pump logs were reviewed. An auto-off safety alarm was identified to have occurred in the same time-frame as the reported hospitalization and insulin delivery was not resumed for 23 minutes.